Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and unresponsive buttons as a result of corroded keypad traces.

Event description:
The customer reported that she was not wearing the insulin pump for an extended period of time, and the battery was taken out. The customer also stated that the buttons were unresponsive, and the alarm could not be cleared. The battery was replaced twice and the device was rested, but the buttons still did not respond. No further information was provided.